Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following; -there was no abnormality on the inside of the device where it could be visually confirmed. -since it is the cp board that processes the signal of the touch panel, the device worked properly when the cp board of olympus asset was mounted on the device. In addition, at this time, when connecting to the endoscope that was used with the device at the user facility, the reported event was not reproduced. -when the cp board on which the device was originally installed was reattached, the device worked properly and the reported event could no longer be reconfirmed. Also, even if the endoscope used with the device at the user facility was connected, the reported event could not be reproduced. The reported event may have been caused by something wrong with the cp board. The exact cause of the reported event could not be conclusively determined, because the reported event could not be reproduced during the inspection. However, omsc concluded that it was caused by a temporary malfunction of the cp board because it is the cp board that processes the touch panel signals. Damage to the components on the board or disconnection of the connector was not confirmed, and the issue was resolved during the inspection, so the malfunction of the cp board may have been caused by the following. -short circuit due to foreign material such as dust adhering between the terminals on the board. -the floating of the connector made the contact between the terminals on the board unstable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following; there was no abnormality on the appearance of the device where it could be visually confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) inspected the device and found that the touch panel display was black and nothing was displayed, after turning on the device. In addition, the device did not display the endoscopic image. There was no report of patient injury associated with the event.